Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having heart attack and afib. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient alleged severe sleep apnea, a heart attack last year along with afib and cannot be without his bipap machine. The reported event was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case and to be listed as past medical history of patient. Based on the available information, the manufacture concludes no further action is necessary.   The device has not yet returned to the manufacturer for evaluation, no further investigation can be performed. If any additional information is received, a follow up report will be filed.   Section(s) b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section b7 which was missed in previous report was added. Section h1 has changed to reflect a malfunction.